Event description:
Two unsuccessful attempts of feeding tube insertion. Chest x-ray revealed placement in lung on second attempt. Result: right side chest tube insertion for pneumothorax, repeat x-rays, increased length of stay.